Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that her bg reading was 50 mg/dl while her cgm reading was 91 mg/dl. The patient didn´t experienced symptoms at this time. She tried to calibrate and it didn't adjust. She was at home and ate glucose tablet. The patient stated that she woke up at the hospital and didn't know how she got there. No injuries or other symptoms were reported as the patient could not remember. At the hospital, she was treated with intravenous (IV) fluids and was told her bg went down to 30 mg/dl. The patient was feeling weak but was eventually discharged on (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.